Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), product type: catheter. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
The catheter was returned with the guidewire inside of it. No holes tears, breaks or cuts were seen on the catheter prior to its destruction during removal from the guidewire. During the first attempt to remove the guidewire, the catheter stretched slightly and the guidewire then protruded from the most proximal dispensing hole. It was not returned this way. Additional attempts to remove the guidewire from the catheter were unsuccessful. Discoloration of the catheter was noted between 2 and 9 cm from its distal tip. Several sections of catheter were cut near the distal end and even these small segments were found to be very difficult to remove. It was noted that a bright burgundy colored foreign material was between the catheter and guidewire in the areas where it was stuck on the guidewire. The engineers noted that often catheters are wetted in an antibiotic solution, saline solution or other solutions prior to implant. The guidewire was bent in several places including 3, 5, and 28 centimeters as measured from the distal tip. Once the guidewire was bent, the catheter was likely difficult to place. It was concluded that damage occurred to catheter body and-or guidewire during implant procedure.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the catheter was kinked.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a procedure the catheter ruptured on difficult insertion. It was noted that the break was at the catheter tip. The broken catheter was not implanted and another catheter was used. The issue was resolved. There were no patient symptoms. The device system delivered prialt. Additional information has been requested but was not available at the time of this report.